Manufacturer narrative:
The device was received with operating currents within specifications. It passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed displacement accuracy test. Low reservoir alert functioned properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 11/27/17 with blood glucose of 580 mg/dl and 468 mg/dl. Patient's current blood glucose value: 234 mg/dl and 360 mg/dl. The device is expected to be returned for analysis.